Event description:
While under anesthesia with artificial respiration, a pt was being prepared for an mr image. The pt's head was fixated in an or head clamp. After the pre-operative mr image acquisition, the pt table was moved out of the magnet and the transfer of the table plate onto the or table carrier was started. During this process, the table plate was reportedly only locked on the left side of the or table carrier. The transfer process was continued and the or table carrier rose with the table plate approximately 10 cm up to the position for table rotation. Only there did the table control report an error message and the table stopped. A reset of the error and return of the table plate onto the mr table carrier, or a continuation of the transfer process was not possible. The operation was discontinued. The pt was removed from the table and treated in another operating room. This incident occurred in another country. The analysis of this issue revealed that the locking mechanism for the or table carrier may not engage correctly, when objects such as fixation belts, pt drapes or hoses are trapped between the or table carrier and the or tabletop.

Manufacturer narrative:
In response to this issue, a customer safety advisory letter is being issued to affected consignees. This letter notifies users of this issue and provides instructions to avoid its occurrence. In addition, a software update to resolve this issue is under development and will be provided to affected consignees upon release.